Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Refrence number (B)(4). Event occured in spain. It was reported that the patient experienced tape not sticking event on (B)(6) 2026 due to lack of adhesive. No further information is available.